Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had a hardening in her abdomen that was caused by a pump leak. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.